Manufacturer narrative:
Contact with patient was made but he declined to provide additional information about the event, device, or personal details.

Event description:
Patient stated he has been getting recurrent urinary tract infections, so the physician had him stop catheterizing at this time. Patient reported no defect or malfunction with the catheter.